Manufacturer narrative:
On (B)(6) 2015 carefusion requested add'l info from the distributor in (B)(6) on the reported event. As of (B)(6) 2015 there has been no response from the distributor. The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module (uim) for eval. As of the (B)(6) 2015 the alleged faulty user interface module (uim) be received and evaluated, a follow up medwatch report will be submitted.

Manufacturer narrative:
The alleged faulty user interface module (um) was received into the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the user interface module (uim) and verified the report of intermittent hard key membrane button failure. The control pcba was removed from the user interface module (um) and visually inspected with no anomalies found. The control pgba was reinstalled into the user interface module (um) and the issue was no longer reproducible. The carefusion failure analysis lab technician determined that an intermittent failure of the control pcba was the cause of the user interface module's (um's) failure.

Manufacturer narrative:
Following the submittal of the previous follow up med watch report #001. Carefusion determined that the report inadvertently contained some incorrect information. Therefore, carefusion is submitting this follow up report to correct that information.

Event description:
The following description of the event was copied by a carefusion tech support specialist from an email from the distributor in the (B)(6). "The initial fault occurred when the vent was on a pt. The problem was intermittent: hard key/membrane button failure. Vent was swapped out. No pt harm."